Manufacturer narrative:
D9: 08-jul-2025. H3: one used device and 4 photos were provided for evaluation. As received, no damage was observed on the suction line luer. Functional testing was performed, and a singular crack was found on the luer. The complaint of suction port being cracked was confirmed. The probable cause of the crack is unknown. A lot of history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tracheostomy tube had to be removed from the patient due to a crack above suction aid. No patient injury was reported.